Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse safety shield broke. The following information was provided by the initial reporter: the needle guard comes off, doesn't click in.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2310001. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility. The retained needles were assembled with a bd emerald 2ml syringe. The needles could be properly assembled with no issues found. After assembling, liquid was aspirated and was found to move normally through the cannula with no signs of clogging, needle detachment from the syringe, or any other defect. The needles also did not present any defects in the safety mechanisms and it was possible to activate the safety shield by following the instructions for use (IFU). Based on the investigation results, causes related to the manufacturing process could not be determined for the reported incidents. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough review. We would like to inform you that every lot manufactured is tested prior to release for final safety shield activation testing. Our assembly process has a system that inspects 100% of needles for the proper opening and activation of the safety shields, rejecting any defects identified. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.